Event description:
It was reported that during a previous follow up in (B)(6) 2019 the device showed three year remaining. Due to the covid-19 situation many patient appointments were deferred, and it was noted that at the most recent follow up in (B)(6) 2020 showed six months battery remaining. Premature battery depletion was alleged. This device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Manufacturer narrative:
The returned ingenio dddr is-1 was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during a previous follow up in (B)(6) 2019 the device showed three year remaining. Due to the covid-19 situation many patient appointments were deferred, and it was noted that at the most recent follow up in (B)(6) 2020 showed six months battery remaining. Premature battery depletion was alleged. This device was explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a previous follow up in (B)(6) 2019 the device showed three year remaining. Due to the covid-19 situation many patient appointments were deferred, and it was noted that at the most recent follow up in (B)(6) 2020 showed six months battery remaining. Premature battery depletion was alleged. A device replacement was planned. No adverse patient effects were reported.